Manufacturer narrative:
The reported issue of loss of stimulation/ipg inoperable was confirmed. The ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. Ppe was unable to determine what cause the battery to deplete.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg failed to establish communication with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. As such, the patient underwent surgical intervention on (B)(6) 2020 wherein the device was explanted and replaced.